Event description:
Visited lens maker for initial eye exam and contact prescription. Was given a new pair of contacts and bottle of complete moisture plus multi purpose solution. I later experienced burning, red, painful eyes. Stopped wearing the contacts and notified lens maker. I was given vigamox eye drops to use for one week. I then ordered new contacts and resumed wearing contacts -new pair- still using the same bottle of solution. Wore the new contacts for about 5 days and experienced more severe eye problems with burning, light sensitivity, redness and revisited lens maker again for eye exam. Placed back on the vigamox drops and was told to discontinue contact wear for 2 weeks and follow up. Eye pain became worse overnight, flushed eyes with different products to soothe eyes including the complete moisture plus solution. Eye "irritation" became unbearable and went to the emergency room sunday morning. I was treated and informed that I had corneal ulcerations to both eyes and was consulted to see an ophthalmologist monday. The ophthalmologist informed me that I had thygeson's syndrome? This would resolve over time. Wanted me to follow up in three weeks. I am concerned that the origination of this trouble is linked to the contact solution. I have worn contacts since childhood. I have never had eye problems like this related to wearing contacts and certainly never told I had thygeson's syndrome. I am unable now to wear contacts for an undefined period of time. My vision is more blurred, and I have difficulty with bright light, being outdoors and focusing for long periods of time. And hope this will also resolve with treatment and time. If the solution was the cause am I being properly treated?